Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. It was reported that arterial pressure alarms occurred during two consecutive routine hemodialysis treatments. Attempts were made to reposition the arterial access needle during both treatments. Due to the amount of time troubleshooting the alarm and concerns of possible clotting, rinseback was not performed resulting in an estimated combined blood loss of 380cc. No medical intervention was required.

Manufacturer narrative:
There is no evidence of a device malfunction. The reported blood loss is attributed to the operator not performing rinseback due to the amount of time troubleshooting the alarm and concerns of possible clotting. The user's guide instructs the operator to return the pt's blood if alarms cannot be resolved promptly, as the risk of clotting increases when the blood pump is stopped. The arterial pressure alarm is attributed to arterial access flow issues, indicating that the cycler alarmed appropriately. Occasional alarms during hemodialysis treatments are expected and should not result in blood loss if device labeling instructions are followed. Facility staff has been notified. There have been no similar problems reported subsequent to this event. Nxstage medical considers this report closed. No additional info will be provided.